Event description:
It was reported, the patient came for a pf ablation procedure, and during the pf ablation procedure the ICD switched to bvvi mode due to the emi during the procedure. Technical support was contacted following the procedure and reprogramming was performed to resolve the event. The patient was stable.